Event description:
It was reported that during a monarch bronchoscopy procedure the team struck the patient's aorta while performing a biopsy with an olympus preview needle. Cold saline was injected and the case was aborted. The patient was hospitalized and discharged the next day, (B)(6) 2026. No device-related issues were reported.